Event description:
The customer contact reported backflow. The primary tubing set was being used to deliver 1000 ml lactated ringers, at a rate of between 50-75 ml/hr, via a symbiq pump. At approximately 0643, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site for a piggy back delivery of magnesium sulfate 5 gms/100 ml, at a rate of 50 ml/hr for a duration of 2 hours. It was reported that the patient's magnesium level was 0.85 mg/dl. The primary solution container was lower than the secondary solution container. Approximately 15 minutes after the delivery was started, the customer contact noted that the solution in the secondary tubing set was dripping very fast. It was reported that the roller clamp of the primary tubing set was closed to clamp off the primary tubing; however, the solution in the secondary tubing set continued to drip very fast. The customer contact reported that the primary solution container was lowered further; however, the solution in the secondary tubing set continued to drip very fast and an unspecified number of bubbles were seen in the primary solution container. It was reported that the fluid level in the drip chamber of the primary tubing set increased and solution backflowed into the primary solution container. The primary tubing set was replaced and the therapy was resumed. The customer contact reported that the patient's magnesium level increased to 1.03 mg/dl. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Additionally, a sample of solution from the primary solution container was sent to the user facility's laboratory for analysis. It was reported that primary container sample contained magnesium sulfate. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.